Event description:
The pt reported an issue with the up/down button of the infusion device. No serious injury was reported. The infusion device was requested to be returned for eval. Eval of the device found that the up/down button was defective. During a teleconference ((B)(6) 2012) with personnel from (B)(6), a request was made to submit medwatch reports for all ous complaints related to the accu-chek spirit recall ((B)(4)) received after closure of the recall on (B)(6) 2012.